Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: the tip of the device broke during the case. The piece was recovered from the patient cavity. There was no patient injury reported. A 20 minute delay in operating room time was reported.